Event description:
The lay user/reporter called lifescan (lfs) in 2006, and alleged that the patient's meter was prompting an apply sample message. The medical affairs specialist mailed a letter thirteen days after since the user could not be reached by telephone for further clarification the patient contacted the reporter and stated that he was taken to a hospital on march 9, 2006. He was admitted for 7 days and treated with insulin while there. He reported that he had two heart attacks and high blood pressure, but it is not clear of these occurred at the time of the hospital visit. It is not known if his diabetes was related or if he has other health conditions. He reported that he was unable to test on his meter, but it is not known how long he was unable to test. The meter issue was resolved with troubleshooting and the patient was able to test on his meter. This complaint is being reported as the patient was unable to test on his meter and he was subsequently admitted to the hospital, where he received insulin as treatment. A replacement has been sent.